Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 2nd (second): ifuse implant, p/n 7045-90, lot# i0291, mfd. 01/04/13, expires 2018-01, UDI (B)(4); 3rd (inferior): ifuse implant, p/n 7035-90, lot# i0252, mfd. 12/15/12, expires 2017-12, UDI (B)(4).

Event description:
The patient had si joint arthrodesis in (B)(6) 2013 where three implants were placed. The surgeon claims that the patient did not have pain relief. In (B)(6) 2017, the surgeon removed two implants but left the third one in place as it was thoroughly covered in bone. The status of the patient following the revision procedure is not yet known.